Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, the handswitch cable, the handswitch, and the emergency stop switch. The system operates as intended.

Event description:
The customer reported the system would not boot up. There is no report of patient injury or death.